Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor glucose and the blood glucose values are not in range, sensor updating alert, unexpected suspend [low sg]. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-386a, mmt-7020la, mmt-1880. Troubleshooting was performed. Insulin delivery was suspended due to the difference between sensor and blood glucose values. The sensor glucose value was 40 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue the use of the sensor. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-7020la was requested and customer response was the device will be returned. No product return is required for mmt-1880.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.